Event description:
It was reported to nova biomedical that a consumer received a result of 304 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips from the same vial getting the following result of 68 mg/dl. During the call to customer support, the consumer control tested their test strips when they were opened and the control solution fell into range. An additional control solution test was performed while troubleshooting showing the test strips to fall in range again. The difference in the consumer's report readings was determined to be clinically significant. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Test strip lot # 1020414147 expiration date: 5/2016. Control solution lot # 1030214093 range: 82-127 mg/dl. Nova max test strip insert- quality control. Checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.